Manufacturer narrative:
The cause for the initially positive advia centaur xp troponin ultra result when compared to the hospital's negative troponin result is unknown. The customer's quality controls results were within acceptable limits and no other discordant patient results reported at the time of the issue. The hospital drawn sample was sent to the customer's site for repeat troponin testing and the result was negative. The customer will rerun positive troponin results. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Manufacturer narrative:
(B)(4). On (B)(6) 2013: the customer's discordant sample (initial result of 0.117ng/ml) was sent to the hospital for repeat testing and the result was negative when run on the alternate troponin test method. The statement that the hospital drawn patient sample was sent to the customer's facility for repeat testing was incorrect. On (B)(6) 2013: the patient's troponin clinical test history: (B)(6). The list of patient medications is unknown, however the cardiologist requested the troponin tests. The customer performed a four day look back on positive troponin patient results and there were no other known discordant patient results. There is not enough discordant sample left for further investigation. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Manufacturer narrative:
(B)(4). On (B)(6) 2013: a siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the wash station, acid and base injector, system dark counts, manifold and the dilutors and found no system related issues. The cause for the false positive troponin result is unknown. Patient medical treatment based upon initial hospitalization is unknown and there has been no report of adverse health consequences due to the initially discordant troponin result. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and considered discordant when compared to a negative test result at another medical facility. Based upon the initially positive result the patient was sent to the hospital and admitted. The patient was redrawn at the hospital, run on an alternate test method and the troponin result was negative. The hospital patient sample was sent to the customer's facility for repeat testing and the troponin result was negative. There was no known report of patient treatment being altered or adverse health consequences due to the initially discordant positive troponin ultra result.